Event description:
In 2007, the patient was treated with a gore excluder aaa endoprosthesis to repair an infrarenal abdonimal aortic aneurysm. During balloon dilation due to tight stenosis, the left iliac artery ruptured. Two stent grafts were placed. The patient became hemodynamically unstable and, despite intervention, he continued to decline. Life support was discontinued and the patient expired 48 hours after the initial procedure. Other conditions: cerebrovascular accident, coronary artery disease, atrial fibrillation, multiple blood transfusions, disseminated intravascular coagulopathy, abdominal compartment syndrome, renal and respiratory failure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis, instructions for use, adverse events that may occur and/or require intervention include, but are not limited to death. Please note attached list of devices implanted in the patient and involved in this event: pxc141400/04903135, pxl161407/04878916, pxc121000/04857898, pxl161007/04737177, pxt261418/04752971.